Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck inside her [foreign body in reproductive tract]. Tampon string came off completely [device breakage]. String came off completely...tampon is stuck inside of her...having trouble removing it [complication of device removal]. Consumer called stating her daughter tried to remove a tampon, and the string came off completely. The tampon was stuck inside her now. No serious injury was reported.